Event description:
The following was reported by the pt's attorney: (B)(6) 2004 - pt underwent repair of a hernia defect with a bard flat mesh. On (B)(6) 2006 - pt underwent repair of a hernia defect with a kugel patch. On (B)(6) 2010 - the pt underwent surgery where a large build up of mesh consistent with a symptomatic meshoma was noted. Intraabdominal adhesions requiring adhesiolysis was also noted. The bard flat mesh and kugel patch were explanted. The attorney alleges the pt continued to experience abdominal pain and discomfort after the removal of the meshes. The pt was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the attorney report it is unk whether the device caused or contributed to the reported event. The attorney alleges at the time of explant the pt had a "meshoma" indicating that both bard meshes implanted were bunched together. Currently, medical records have not been provided and no sample was returned for eval. The attorney also alleges the pt developed and was treated for adhesions which is a known adverse event listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. With the currently available info, no conclusion can be drawn at this time. See MDR 1213643-2012-00327 for info related to the bard flat mesh implanted on (B)(6) 2004.